Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery as a result of their essure implant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, multigravida, parity 3 (B)(6) 2010, (B)(6) 2012, (B)(6) 2006), premature birth, pregnancy, gestational hypertension, preterm premature rupture of membranes, gestational hypertension, uterine bleeding, irregular periods, per vaginal bleeding, cramp in lower abdomen, mood change, acne, spotting vaginal, adnexal mass, chest pain, low back pain, chronic sinusitis, essential hypertension, hyperlipidemia, iron deficiency anemia, menses irregular, menorrhagia, sinus headache, stress, vaginitis, gestational diabetes, breathing rate increased and vomiting. Concomitant products included amlodipine, atorvastatin calcium, chlortalidone (chlorthalidone) and ferrous sulfate;folic acid (ferrous sulphate + folic acid). In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type:,"), eye disorder ("vision/eye problems type:,"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving and the menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, vaginal discharge, visual impairment, eye disorder and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, eye disorder, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), vaginal discharge, vision/eye problems type:, weight gain / loss specify which one: weight gain, abdominal pain, back pain. Outcome of event pelvic pain was updated. Concomitant drug, medical history, lab data, reporter information, aka name were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery as a result of their essure implant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and permanent pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, multigravida, parity 3 ((B)(6) 2010, (B)(6) 2012, (B)(6) 2006), premature birth, pregnancy, gestational hypertension, preterm premature rupture of membranes, gestational hypertension, uterine bleeding, irregular periods, spotting vaginal, cramp in lower abdomen, mood change, acne, spotting vaginal, adnexal mass, chest pain, low back pain, chronic sinusitis, essential hypertension, hyperlipidemia, iron deficiency anemia, menses irregular, menorrhagia, sinus headache, stress, vaginitis, gestational diabetes, breathing rate increased and vomiting. Concomitant products included amlodipine, atorvastatin calcium, chlortalidone (chlorthalidone) and ferrous sulfate;folic acid (ferrous sulphate + folic acid). In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type:,"), eye disorder ("vision/eye problems type:,"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia") and anxiety ("anxiety and mental anguish and psychological injuries") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving and the menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, vaginal discharge, visual impairment, eye disorder, weight increased, dyspareunia and anxiety outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, eye disorder, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: type of test: hysterosalpingogram (hsg) total bilateral occlusion result : (B)(6) 2013. Coils in place and tubes blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion; on (B)(6) 2013: coils in place and tubes blocked. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Event: dyspareunia were added. Lab data were added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.